Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported doctor did a revision of distal humerus due to nonunion fracture 10 weeks ago that did not heal correctly. Doctor then did an osteotomy. Took plate out and cleaned, aligned bone, added some bone graff and implanting a right posterior lateral elbow plate.